Event description:
Once the ventricular catheter connected (no problem during the implantation procedure), no peritoneal drainage occurred. The first osv ii was thus removed and replaced by a second osv ii which presented exactly the same problem. A third valve from another supplier has been used. And the peritoneal derivation was correct.